Manufacturer narrative:
This report is being submitted to provide additional information based final investigation results from the legal manufacturer. Updated fields: d8, h3, h4, h6 and h10. The customer returned the camera head to olympus for the issue: ¿blurry¿ image. The issue was confirmed as the image was observed to be blurry and dark as well as intermittently flickering due to a faulty cable.the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review (DHR) revealed no problems were found. As per the instructions for use (IFU) manual: "before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the camera head; contact olympus." "Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage." Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head malfunctioned during reprocessing, when the customer noticed a ¿blurry¿ image on the monitor screen. There was no report of patient harm associated with the event.

Manufacturer narrative:
The device was returned, and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera head malfunctioned during reprocessing, when the customer noticed a ¿blurry¿ image on the monitor screen. There was no report of patient harm associated with the event.